Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Unable to verify batt out limit alarm due to no button response and button error alarm. Also received with cracked case at the display window corner and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was performed. The device was returned for analysis.